Manufacturer narrative:
B5: upon follow up it was reported the cause of the peritonitis event was due to a breach in aseptic technique. The breach in aseptic technique was further described as the patient¿s error. The patient was treated with unspecified antibiotics which were discontinued 28 days after event onset. The same day the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Device code 2993 was removed and replaced with 2017. Conclusion code 61 was added. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of birth was sometime in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment of the peritonitis were unknown. On the same day as the onset, the patient was hospitalized for the event. At the time of the report, the patient outcome was not reported. Action with pd therapy was ongoing. No additional information is available.